Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: patient code e2330 captures the reportable event of pain. Patient code e172001 captures the reportable event of abscess. Patient code e2326 captures the reportable event of unspecified inflammation.

Event description:
It was reported that a patient who received a spaceoar vue experienced pain and rectal bleeding after 6 months post procedure. A computed tomography (CT) scan showed a possible abscess, the abscess appears to be located where the hydrogel was implanted. The patient did not exhibit signs of illness or sepsis. The patient got scoped by general surgery, which revealed mild proctitis and blood in the stool. Despite a steroid taper, rectal pain persisted. Upon further review of the CT scan, it was observed a walled-off lesion with a liquid center in the expected location of the spaceoar. This lesion did not appear to involve the rectum or prostate. There was some calcification at the superior edge of the walled-off cavity. It was suspected that this represents a significant reaction to the spaceoar vue, with inflammation in the area potentially causing the rectal symptoms. Additionally, there is a possibility that this lesion is infected and represents an abscess.